Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the alleged postoperative inflammation. It is unknown what treatment if any was administered to the patient. Additional information was requested. Inflammation is identified as a possible complication in the adverse reactions section of the instructions-for-use. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that the patient was implanted with a bard ventralight st mesh. As reported following implant, postoperative inflammation was experienced. The mesh remains implanted. An event date of (B)(6) 2018 was reported, it is unclear if this is the date of implant or date the inflammation was first observed. The contact did not identify if treatment was provided. We have assessed this as a serious injury as medical intervention may be required.